Event description:
The hcp reported "reversal pump with difficult filling". The pump was revised. The event was reported to be resolved. Pump delivering morphine, naropeine, and prialt.

Event description:
Additional information: it was reported that the device was not explanted. Patient outcome was noted as recovered on 2011-(B)(6).

Event description:
Additional information: it was reported that there were no patient symptoms. In addition to pump revision reported previously, an installation of new intrathecal catheter was reported. Patient outcome was noted as completely recovered.

Event description:
The patient was admitted to the hospital for pump replacement due to battery failure. After he left the hospital he experienced psychotic symptoms. He was re-admitted to the hospital and it was found that the catheter was leaking and had dislocated. The drugs being administered via the pump were baclofen and ziconotide. The catheter was reconnected and ziconotide was stopped. A few days later, he recovered and ziconotide was started again. It was thought that ziconotide did not produce the psychotic symptoms. It was noted that he had a urinary infection but was not treated specifically because of "nitrate" negative. The dates of these events were unclear.

Event description:
Additional information: telemetry strips/event logs were not available. It was noted the pump had returned during the filling. It was also noted the reversal was hindering filling. It was repositioned by surgical access and it was not explant. The pump intervention occurred on (B)(6) 2011 and the reason provided for the procedure was reversal pump.

Manufacturer narrative:
(B)(4).